Event description:
It was reported that this complaint involved a patient under medical management with cvc insertion for medication and fluid therapy. The patient weighed (B)(6), and the right internal jugular was used for insertion. In the ICU, the doctor opened the kit and stated that all components looked normal and intact. A seldinger technique was used with the guidance of ultrasound. The introducer needle was introduced without issue, and a scalpel was used to make an opening larger. The wire was then passed through the needle and advanced with some resistance. The doctor stated several attempts were made to insert the swg which resulted in the kinking of the wire. The doctor stated that he had resistance during insertion and pushed the cvc over the kinked swg and advanced it 1cm past the tip of the needle before it could not be advanced any further. As a result, he removed the swg and at that time found the swg was also unraveled. The doctor stated he removed the swg in its entirety. At that time, the arrow set was discarded and the edwards 4 lumen set was used to successfully complete the procedure. A delay was reported, however, there was no death or complication to the patient as a result of the delay or this occurrence. The doctor stated that the edwards was easier to use than the arrow "wire feeder." Sample will not be returned for evaluation.

Manufacturer narrative:
(B)(4).